Event description:
It was reported while using bd vacutainer® lithium heparinn 75 usp units blood collection tubes underfilling which causes inaccurate results. The following information was provided by the initial reporter: (B)(6). On (B)(6) 2022. Post-market survey shows that customer is reporting underfilling in product: 367884. "Customer is reporting underfill of product: 367884 and causes inaccurate results due to difference in anticoagulant and blood ratio. Results are not consistent with patient's clinical condition."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Material #: 367884. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn 75 usp units blood collection tubes underfilling which causes inaccurate results. The following information was provided by the initial reporter: (B)(6). Post-market survey shows that customer is reporting underfilling in product 367884. "Customer is reporting underfill of product 367884 and causes inaccurate results due to difference in anticoagulant and blood ratio. Results are not consistent with patient's clinical condition."